Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experienced pectoral stimulation, that there was a pacing problem and the implantable pulse generator (ipg) "doesn't work". The patient further reported reprogramming was performed and the right atrial (ra) lead was turned off. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.